Manufacturer narrative:
(B)(4).

Event description:
Patient had a high impedance measurement of greater than 2000 ohms. This alert came through home monitoring. Patient was brought in, and with pocket manipulation the impedance went down to 1500 ohms. This could be a potential internal conductor fracture. Device tech will consult with doctor. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.